Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation procedure with a carto 3 system. It was reported that error 1003: "the patch unit appears disconnected." Appeared on the carto 3 system. The bwi field representative confirmed that the issue was resolved by rebooting the system. The complaint history of the system was reviewed and no more similar problems were found since the issue occurred. It was also reported that after the post map was completed with octaray it was noticed there was a significant shift in the anatomy to the point that the fam had to be recreated in order to have an accurate anatomy. An investigation was initiated by the manufacturer to investigate the issue. The logs were requested in order to investigate the issue but no related data was available. The complaint history of the system was reviewed and no more similar problems were found since the issue occurred. The system is ready for use. The history of customer complaints reported during the last year associated with carto 3 system #29146 was reviewed. No similar complaints were found. The manufacturing record evaluation was performed on carto 3 system #29146, and no internal actions related to the reported complaint condition were identified. Explanation of codes: -investigation findings: no device problem found (c19) / investigation conclusions: cause not established (d15) were selected as related to the customer¿s reported ¿the visualization of the farawave catheter was lost¿ and ¿significant shift¿ issues. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: appropriate term/code not available (g07002) were selected as related to the customer¿s reported ¿error 1003¿ issue. In addition, biosense webster inc. Analysis finding of the ¿rebooting the system¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation procedure with a carto 3 system and there was a map shift with no error message, no patient movement and no cardioversion. Initially reported an error 1003 - the patch unit appears disconnected - was displayed after pulse delivery and the visualization of the farawave catheter was lost. It happened twice during the case after pfa delivery each time. After ablation was done and after the post map was completed with octaray, it was noticed there was a significant shift in the anatomy to the point that the fast anatomical mapping (fam) had to be recreated in order to have an accurate anatomy. The case continued. There was no patient consequence reported. Ablation system in use was the farapulse¿ pfa system (boston scientific) additional information was received on 28-apr-2025. The map shift was discovered as it was a visible map shift and it was confirmed with an intracardiac echocardiography (ice) and the fluoroscopy confirmed the catheter location. The issue was seen post pfa application. The approximate difference in catheter location was a few millimeters. The physician did not perform a cardioversion nor did the patient move prior to the map shift. The issues of ¿error 1003 - the patch unit appears disconnected¿ and ¿the visualization of the farawave catheter was lost¿ were assessed as non MDR reportable. The map shift event was originally considered non-reportable, however, bwi became aware on 28-apr-2025 of a map shift with no error message, no patient movement and no cardioversion and have reassessed the map shift issue as reportable. The awareness date for this record is 28-apr-2025.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).